Event description:
A hospital in another country, has reported that the heaterwire alarm on the humidifier sounded when an rt106 breathing circuit was connected. We have interpreted this to mean that the heater wire of the rt106 breathing circuit was electrically open circuit. The heater wire alarm stopped when the breathing circuit was changed.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sole in USA, but it is similar to a product which is sold in the USA. Investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.